Event description:
It was reported that the customer's pump screen was dark and would not turn on. The customer¿s blood glucose (bg) level was 322 mg/dl. Technical support decided to replace the faulty pump, and the customer planned to use multiple daily injections as a backup therapy.